Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (intermittent power) issue. It was reported that the pump intermittently lost power. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 06/11/2014-device evaluation: the pump has been returned and evaluated by product analysis on 06/09/2014 with the following findings:a review of the pump black box data revealed no unexplained pump reboots or related alarms. During a visual inspection of the pump, the battery compartment was observed to be cracked. During testing, the battery cap secured properly to the pump, and the pump powered on appropriately. A power loss was not observed. The battery cap contact dimensions measured within specifications. The pump was exercised for 24 hours with no power interruptions observed. The pump case was removed and no evidence of loose components or moisture ingress was found.